Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The alleged issue began on (B)(6), 2012. The patient reported obtaining blood glucose results of "225 - 260 mg/dl" with the subject meter. The patient attributed the higher results to different foods he was eating. The patient manages his diabetes with insulin. Based on the alleged results, the patient reportedly increased his usual dose of novolog insulin (35-40 units). On (B)(6) 2012 about 1pm, the patient obtained another high blood glucose result of "276 mg/dl" with the subject meter. At that time, the patient administered his usual increased dose of insulin. By 430 pm that same day, the patient claims he felt symptoms of stomach pain, sweaty and shaking. At the time of the reported symptoms, the patient reportedly obtained a blood glucose result of "362 mg/dl" with the subject meter. The patient ate a banana and a small bag of skittles as treatment. The patient obtained a blood glucose result of "67 mg/dl" with another device. The patient reportedly felt better about 30-45 minutes later. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter and test strips were both evaluated and both passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The test strips have also been returned but not yet evaluated. Lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.